Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise oversensing. Further review was recommended by rhythmcare. The s-ICD remains in service. No additional adverse patient effects were reported.